Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In addition, a bag with two malformed clips and one conforming clip was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed ten conforming clips; no scissored clips were formed. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device was treated properly.